Event description:
Positive advia centaur hbc igm test results were obtained on two patients. Multiple sample draws for hbc igm testing over a two week period for patient #1 was positive on the advia centaur. For patient #2, the initial advia centaur hbc igm test result and redraw was positive. Both patient samples were rested on another method (vitros) for hbc total and the test results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbc igm results.

Manufacturer narrative:
The cause for the advia centaur hbc igm positive results for patient #1 and patient #2 compared to the other (vitros) hbc total method is unknown. No further evaluation of the device is required.